Event description:
Physician reported the pt was injected with 0.3 cc of belotero in the glabella on (B)(6) 2013. She experienced blanching during the injection and the physician immediately stopped the injection and treated her with nitro paste, vitrase and warm compresses. She also prescribed the antibiotic, doxycycline and recommended she take aspirin.

Manufacturer narrative:
During a consult with medical affairs, it was reported the treatments provided by the physician were optimal and the pt is doing well with minimal tissue breakdown. Further treatments using vitrase and local wound care including vinegar soaks and occlusive ointments were performed. During follow-up the physician reported the pt is doing well at this time. The skin remained intact with a small area of reddish tissue. The pt had minimal tissue breakdown and is being seen weekly. She also reported prescribing a medrol dose pack for the pt. The device history records for lot #321110 were reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.